Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("excessive bleeding ") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and anxiety ("emotional anguish") and was found to have uterine leiomyoma ("large fibroid"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, uterine leiomyoma and anxiety outcome was unknown. The reporter considered anxiety, genital haemorrhage, pelvic pain and uterine leiomyoma to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic area') and genital haemorrhage ('excessive bleeding') in a 33-year-old female patient who had essure (batch no. B66025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, hypothyroidism, diabetes, gerd, low blood pressure, glucose low, stress, galactorrhea, hirsutism, gerd, vertigo, hypothyroidism, dysmetabolic syndrome, menometrorrhagia, polycystic ovary, glucose intolerance, intertrigo, dry skin, cholecystectomy, urinary frequency, general body pain, skin rash, breast tenderness, muscle cramps, muscular weakness, hair growth increased, nipple discharge, uterine enlargement, nabothian cyst, cervical spinal stenosis and cesarean section. Previously administered products included for an unreported indication: mirena. Concomitant products included alprazolam (xanax), levothyroxine, medroxyprogesterone acetate (provera), metformin, omeprazole (protonix), paracetamol (acetaminophen) and venlafaxine hydrochloride (effexor). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ bleeding - menorrhagia (heavy menstrual bleeding),"), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines/headaches"), 1 month 12 days after insertion of essure. On (B)(6) 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), anxiety ("emotional anguish/mental anguish"), depression ("psychological or psychiatric problems: depression"), vaginal infection ("vaginal infection ") and rash ("rashes") and was found to have uterine leiomyoma ("large fibroid") and uterine neoplasm ("uterine tumor"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, uterine leiomyoma, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, migraine, anxiety, depression, vaginal infection, rash and uterine neoplasm outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, rash, uterine leiomyoma, uterine neoplasm, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insetion date. Previously reported as (B)(6) 2014 now it is reported as (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral tubal occlusion with proper position of the essure devices. No endometrial abnormality (per mr). Ultrasound scan - on an unknown date: sonogram to have an enlarged uterus with a full thickness posterior wall uterine fibroid that extending also into the endometrial cavity.; on (B)(6) 2017: shows a large intramural/submucosal posterior wall fibroid. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; dysmenorrhea,fatigue, headache,.anxiety, depression. Batch no b66025 production date 2013-09-07 and expiration date 2016-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporter added. Event : vaginal infection, rashes, uterine tumor were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic area') in a (B)(6) female patient who had essure (batch no. B66025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, hypothyroidism, diabetes, gerd, low blood pressure, glucose low, stress, galactorrhea, hirsutism, gerd, vertigo, hypothyroidism, dysmetabolic syndrome, menometrorrhagia, polycystic ovary, glucose intolerance, intertrigo, dry skin, cholecystectomy, urinary frequency, general body pain, skin rash, breast tenderness, muscle cramps, muscular weakness, hair growth increased, nipple discharge, uterine enlargement, nabothian cyst, cervical spinal stenosis and cesarean section. Previously administered products included for an unreported indication: mirena from (B)(6) 2014 to (B)(6) 2014. Concurrent conditions included multigravida, parity 3, headache, mood disorder, carpal tunnel syndrome, upper respiratory infection, tendonitis, subclinical hypothyroidism, sleepiness, morbid obesity, rhinitis, plantar fasciitis, heel exostosis, hypothyroidism, hirsutism, stress, hypothyroidism, gerd, vertigo, menometrorrhagia and dysmetabolic syndrome. Concomitant products included alprazolam (xanax), levothyroxine, medroxyprogesterone acetate (provera), metformin, omeprazole (protonix), paracetamol (acetaminophen) and venlafaxine hydrochloride (effexor). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ bleeding - menorrhagia (heavy menstrual bleeding),"), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines/headaches"), 1 month 12 days after insertion of essure. On (B)(6) 2015, the patient was found to have uterine leiomyoma ("large fibroid / reproductive system disorder or condition type of disorder or condition: fibroids."). On (B)(6) 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("excessive bleeding/general abnormal bleeding"), anxiety ("emotional anguish/mental anguish"), depression ("psychological or psychiatric problems: depression, psych injury"), vaginal infection ("vaginal infection"), rash ("rashes / rashes or skin conditions type: skin"), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("allergy: other"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast") and autoimmune disorder ("autoimmune") and was found to have uterine neoplasm ("uterine tumor"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, fatigue, abdominal pain, back pain and hypersensitivity had resolved and the uterine leiomyoma, vaginal haemorrhage, menorrhagia, migraine, anxiety, depression, vaginal infection, rash, uterine neoplasm, vulvovaginal mycotic infection and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, uterine leiomyoma, uterine neoplasm, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted in essure insetion date. Previously reported as (B)(6) 2014 now it is reported as (B)(6) 2014. As per pfs, date of insertion reported is (B)(6) 2014. Discrepancy noted in expiration date (B)(6) 2016 and (B)(6) 2014. The right ostia was cannulized and the coil was placed with 2 trailing coils plaintiff received treatment for pain, bleeding, autoimmune. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral tubal occlusion with proper position of the essure devices. No endometrial abnormality (per mr).. Imaging procedure - on (B)(6) 2014: the fallopian tubes were blocked. Ultrasound scan - on an unknown date: sonogram to have an enlarged uterus with a full thickness posterior wall uterine fibroid that extending also into the endometrial cavity.; on (B)(6) 2017: shows a large intramural/submucosal posterior wall fibroid.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; dysmenorrhea,fatigue, headache,.anxiety, depression batch no b66025 production date 2013-09-07 and expiration date 2016-09-30 concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: anxiety, dysmenorrhea, depression, fatigue, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Reporter information added. Event: autoimmune added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic area') and genital haemorrhage ('excessive bleeding') in a 33-year-old female patient who had essure (batch no. B66025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, hypothyroidism, diabetes, gerd, low blood pressure, glucose low, stress, galactorrhea, hirsutism, gerd, vertigo, hypothyroidism, dysmetabolic syndrome, menometrorrhagia, polycystic ovary, glucose intolerance, intertrigo, dry skin, cholecystectomy, urinary frequency, general body pain, skin rash, breast tenderness, muscle cramps, muscular weakness, hair growth increased, nipple discharge, uterine enlargement, nabothian cyst, cervical spinal stenosis and cesarean section. Previously administered products included for an unreported indication: mirena. Concomitant products included alprazolam (xanax), levothyroxine, medroxyprogesterone acetate (provera), metformin, omeprazole (protonix), paracetamol (acetaminophen) and venlafaxine hydrochloride (effexor). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines/headaches"), 1 month 7 days after insertion of essure. On (B)(6) 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), anxiety ("emotional anguish/mental anguish") and depression ("psychological or psychiatric problems: depression") and was found to have uterine leiomyoma ("large fibroid"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, uterine leiomyoma, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, migraine, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: bilateral tubal occlusion with proper position of the essure devices. No endometrial abnormality (per mr). Ultrasound scan on (B)(6) 2017: shows a large intramural/submucosal posterior wall fibroid.; on an unknown date: sonogram to have an enlarged uterus with a full thickness posterior wall uterine fibroid that extending also into the endometrial cavity. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; dysmenorrhea,fatigue, headache,.anxiety, depression. Most recent follow-up information incorporated above includes: on 7-aug-2019: pfs received lot number was added. Events "abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), fatigue,migraines/headaches, psychological or psychiatric problems: depression" were added. Outcome of event " pain" was updated as recovering. Medical history, lab data, concomitant medication and reporter information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic area') and genital haemorrhage ('excessive bleeding') in a 33-year-old female patient who had essure (batch no. B66025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, hypothyroidism, diabetes, gerd, low blood pressure, glucose low, stress, galactorrhea, hirsutism, gerd, vertigo, hypothyroidism, dysmetabolic syndrome, menometrorrhagia, polycystic ovary, glucose intolerance, intertrigo, dry skin, cholecystectomy, urinary frequency, general body pain, skin rash, breast tenderness, muscle cramps, muscular weakness, hair growth increased, nipple discharge, uterine enlargement, nabothian cyst, cervical spinal stenosis and cesarean section. Previously administered products included for an unreported indication: mirena. Concomitant products included alprazolam (xanax), levothyroxine, medroxyprogesterone acetate (provera), metformin, omeprazole (protonix), paracetamol (acetaminophen) and venlafaxine hydrochloride (effexor). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines/headaches"), 1 month 7 days after insertion of essure. On (B)(6) 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), anxiety ("emotional anguish/mental anguish") and depression ("psychological or psychiatric problems: depression") and was found to have uterine leiomyoma ("large fibroid"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, uterine leiomyoma, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, migraine, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insetion date. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral tubal. Occlusion with proper position of the essure devices. No. Endometrial abnormality (per mr). Ultrasound scan - on an unknown date: sonogram to have an enlarged uterus with a full thickness posterior wall uterine fibroid that extending also into the endometrial cavity.; on (B)(6) 2017: shows a large intramural/submucosal posterior wall fibroid. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; dysmenorrhea,fatigue, headache,.anxiety, depression batch no b66025 production date 2013-09-07 and expiration date 2016-09-30 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-aug-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic area') and genital haemorrhage ('excessive bleeding/general abnormal bleeding') in a 33-year-old female patient who had essure (batch no. B66025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, hypothyroidism, diabetes, gerd, low blood pressure, glucose low, stress, galactorrhea, hirsutism, gerd, vertigo, hypothyroidism, dysmetabolic syndrome, menometrorrhagia, polycystic ovary, glucose intolerance, intertrigo, dry skin, cholecystectomy, urinary frequency, general body pain, skin rash, breast tenderness, muscle cramps, muscular weakness, hair growth increased, nipple discharge, uterine enlargement, nabothian cyst, cervical spinal stenosis and cesarean section. Previously administered products included for an unreported indication: mirena. Concurrent conditions included multigravida, parity 3, headache, mood disorder, carpal tunnel syndrome, upper respiratory infection, tendonitis, subclinical hypothyroidism, sleepiness, morbid obesity, rhinitis, plantar fasciitis, heel exostosis, hypothyroidism, hirsutism, stress, hypothyroidism, gerd, vertigo, menometrorrhagia and dysmetabolic syndrome. Concomitant products included alprazolam (xanax), levothyroxine, medroxyprogesterone acetate (provera), metformin, omeprazole (protonix), paracetamol (acetaminophen) and venlafaxine hydrochloride (effexor). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ bleeding - menorrhagia (heavy menstrual bleeding),"), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines/headaches"), 1 month 12 days after insertion of essure. On (B)(6) 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), anxiety ("emotional anguish/mental anguish"), depression ("psychological or psychiatric problems: depression, psych injury"), vaginal infection ("vaginal infection"), rash ("rashes / rashes or skin conditions type: skin"), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("allergy: other") and vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast") and was found to have uterine leiomyoma ("large fibroid / reproductive system disorder or condition type of disorder or condition: fibroids.") And uterine neoplasm ("uterine tumor"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, fatigue, abdominal pain, back pain and hypersensitivity had resolved and the uterine leiomyoma, vaginal haemorrhage, menorrhagia, migraine, anxiety, depression, vaginal infection, rash, uterine neoplasm and vulvovaginal mycotic infection outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, uterine leiomyoma, uterine neoplasm, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted in essure insetion date. Previously reported as 25-jul-2014 now it is reported as 20jul2014. As per pfs, date of insertion reported is 25-jul-2014. Discrepancy noted in expiration date 30-sep-2016 and 20-sep-2014. The right ostia was cannulized and the coil was placed with 2 trailing coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral tubal occlusion with proper position of the essure devices. No endometrial abnormality (per mr).. Imaging procedure - on (B)(6) 2014: the fallopian tubes were blocked. Ultrasound scan - on an unknown date: sonogram to have an enlarged uterus with a full thickness posterior wall uterine fibroid that extending also into the endometrial cavity.; on (B)(6) 2017: shows a large intramural/submucosal posterior wall fibroid. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; dysmenorrhea,fatigue, headache,.anxiety, depression batch no b66025 production date 2013-09-07 and expiration date 2016-09-30. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: anxiety, dysmenorrhea, depression, fatigue, pelvic pain. Most recent follow-up information incorporated above includes: on 31-oct-2019: plaintiff fact sheet and medical records received. Events added from pfs- infection (bladder/urinary tract/vaginal) type: yeast. Reporter information, lab data, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic area') and genital haemorrhage ('excessive bleeding/general abnormal bleeding') in a 33-year-old female patient who had essure (batch no. B66025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, hypothyroidism, diabetes, gerd, low blood pressure, glucose low, stress, galactorrhea, hirsutism, gerd, vertigo, hypothyroidism, dysmetabolic syndrome, menometrorrhagia, polycystic ovary, glucose intolerance, intertrigo, dry skin, cholecystectomy, urinary frequency, general body pain, skin rash, breast tenderness, muscle cramps, muscular weakness, hair growth increased, nipple discharge, uterine enlargement, nabothian cyst, cervical spinal stenosis and cesarean section. Previously administered products included for an unreported indication: mirena. Concomitant products included alprazolam (xanax), levothyroxine, medroxyprogesterone acetate (provera), metformin, omeprazole (protonix), paracetamol (acetaminophen) and venlafaxine hydrochloride (effexor). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ bleeding - menorrhagia (heavy menstrual bleeding),"), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines/headaches"), 1 month 12 days after insertion of essure. On (B)(6) 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), anxiety ("emotional anguish/mental anguish"), depression ("psychological or psychiatric problems: depression, psych injury"), vaginal infection ("vaginal infection"), rash ("rashes"), abdominal pain ("abdominal pain"), back pain ("back pain") and hypersensitivity ("allergy: other") and was found to have uterine leiomyoma ("large fibroid") and uterine neoplasm ("uterine tumor"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, fatigue, abdominal pain, back pain and hypersensitivity had resolved and the uterine leiomyoma, vaginal haemorrhage, menorrhagia, migraine, anxiety, depression, vaginal infection, rash and uterine neoplasm outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, uterine leiomyoma, uterine neoplasm, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date. Previously reported as (B)(6) 2014 now it is reported as (B)(6) 2014. As per pfs, date of insertion reported is (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral tubal occlusion with proper position of the essure devices. No endometrial abnormality (per mr). Ultrasound scan - on an unknown date: sonogram to have an enlarged uterus with a full thickness posterior wall uterine fibroid that extending also into the endometrial cavity; on (B)(6) 2017: shows a large intramural/submucosal posterior wall fibroid. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; dysmenorrhea, fatigue, headache, anxiety, depression. Batch no: b66025, production date: 2013-09-07 and expiration date: 2016-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received events "abdominal pain, back pain, allergy: other" were added. Outcome of events "pain, bleeding, allergy, other" were updated as recovered. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.